Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: after the endo gia instrument was fired for the transection between the mesoappendix and the appendix, it did not seal some part of the staple line, so the surgeon used another cartridge. The surgeon checked the cartridge after the surgery and found that some of the staples were jammed to the cartridge.

Manufacturer narrative:
(B)(4).